Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.due to character restrictions in block e1 site name : (B)(6).

Event description:
It was reported that during a routine check, before use on a patient, the cs300 intra-aortic balloon pump (iabp) unit ECG is not coming. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Additional info: e1 (event site postal code: (B)(6), event site state: (B)(6)). Due to character restrictions in block e1 initial reporter: (B)(6). A getinge field service engineer (fse) observed and found the same cross-checked machine with working ECG cable and found that two ECG cables are defective. Both cables need to be replaced. Also, same problem observed in another machine. Required two ECG cables. So, fse replaced ECG cables, and the machine is working ok. All functional tests have been performed successfully, and the machine is handed to the customer in working condition.